Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/20/2017 with the following findings:.the last cgm bg calibration recorded in 101u on (B)(6) 2016. There was no activity outside of normal use is observed in the black box. A test transmitter was paired with the pump correctly. Blood glucose (bg) calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No errors, alarms or warnings occurred. During continuous glucose monitor session, 6.7mmol/l test bg calibration was performed, the bg calibration correctly accepted and recorded ¿bg calibration¿ this feature is functioning correctly, unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm ((B)(4)) issue: pump is regularly not accepting cgm calibrations. When a calibration is entered the pump will revert back to the bg cal screen as if nothing was entered. Various values are being entered (5.4,.7 8.2 12.3) over multiple sensor sessions, all within calibration range, correct calibration technique followed,. Sensor is accurate on both pump and dex receiver and the receiver is accepting calibrations without issues, this complaint is being reported as the user has lost faith that the pump is working correctly due to this. There was no indication that the product caused or contributed to an adverse event.